Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: lumber fusion pre-operative diagnosis: lumber stenosis it was reported that intra-op, the driver sheared off at the tip when implanting a pedicle screw into the bone. The product came in contact with the patient. No fragment of the instrument remained in the patient body. No patient symptoms and complication were reported as a result of this event.

Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. Additionally, the assembly attachment pin to the internal bushing has been broken, consistent with a torsional overload condition. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.